Manufacturer narrative:
The ventilator was investigated on site and the nozzle unit in the air gas module was replaced and returned for further investigation. Simulated use test of the received nozzle unit has not reproduced the described customer issue. The review of the returned device logs confirms the reported issue with a failure in pressure transducer test during pre-use check and alarms for high oxygen concentration during ventilation. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator alarmed for high o2 concentration and also failed pressure transducer test during pre-use check. There was no patient harm. Manufacturer ref.#:(B)(4).